Event description:
The surgeon reported that there was low phaco power during surgery. The nurse stated they switched out the handpiece three times and switched out the cassette. No system messages displayed nor did the alarm sound. The surgeon was able to complete the case as planned after a 30 minute delay. The following three cases were cancelled. There was no pt injury reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. A review of complaints for this system for the last 24 months did not indicate any additional reports. A review of the service history for this system for the last 24 months did not indicate any additional, related, unplanned service requests. This report was mailed to FDA on: 03/27/2009.